Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the battery was not holding a charge very long, starting about a month or so back. Patient started the call saying the controller wasn't holding a charge and the rep told patient to call patient services, but it was later clarified the patient was noticing the implant battery was the one not holding a charge as long. Patient said they charged the implant to 70% the day before yesterday and the implant was down to 40% today. Patient also said the controller was at 100% when they started charging today and was now down to 80%. Agent asked if patient had any changes to settings and patient said they changed their settings a few months ago from group a to group c. Agent reviewed battery depletion depends on settings/usage. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.